Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient manages her diabetes with novolog insulin. The reporter denied the patient made changes to her usual diabetes management routine. The alleged issue began on the early morning of (B)(6) 2012. It was reported the patient obtained blood glucose results of '116 mg/dl' with the subject meter and '46 mg/dl' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the reporter, the patient was sweating profusely and 'screaming' while she was sleeping. The patient had allegedly passed out and was not responsive. Emergency medical services (ems) had been contacted and administered the patient a glucagon injection as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The reporter was educated on proper test strip storage and proper cleaning technique of the puncture area prior to testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury which resulted in medical intervention from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. The primary complaint was not confirmed. The patient did not provide the lot number to the test strips he/she was using at the time the alleged issue occurred nor did the patient return any vial of test strips back to lfs. Since a lot number was not provided by the patient, lfs is unable to conduct product evaluation on test strips for this complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.